Event description:
It was reported that a transfer set had a connection issue and the patient became disconnected. This occurred during drain cycle two of four of peritoneal dialysis therapy. The reporter stated that the transfer set ¿fell apart.¿ the technical service representative assisted the caregiver in ending therapy. The caregiver stated that the patient was not able to cap their patient line. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.